Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a kinetix guide wire. The guide wire was completely separated 3cm from the distal tip. Magnified inspection of the fracture surface appear to be consistent with separation due to ductile bending overload. The core wire was also fractured and was protruding through the high torque sleeve. There was no damage or irregularities to the bonds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported via facility medwatch (B)(4) that guide wire tip detachment occurred. The patient presented with st elevation myocardial infarction (stemi). The target lesion was located in the right coronary artery (rca). After implantation of a stent, an 185cm kinetix¿ guide wire was advanced to re-wire the rca; however, it was noted that the guide wire tip was fractured. The wire was pulled back into the guide catheter and an apex monorail balloon catheter was advanced into the guide catheter. The balloon was inflated to pin the fractured tip against the guide catheter. The guide wire, the fractured tip and the guide catheter were removed together and the procedure was completed. No patient complications were reported and the patient's status was fine.

Event description:
It was reported via facility medwatch 0000390145-2015-0002 that guide wire tip detachment occurred. The patient presented with st elevation myocardial infarction (stemi). The target lesion was located in the right coronary artery (rca). After implantation of a stent, an 185cm kinetix¿ guide wire was advanced to re-wire the rca however it was noted that the guide wire tip was fractured. The wire was pulled back into the guide catheter and an apex monorail balloon catheter was advanced into the guide catheter. The balloon was inflated to pin the fractured tip against the guide catheter. The guide wire, the fractured tip and the guide catheter were removed together and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).